Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. The thread used for the deep suture became weakened, it was brittle, did not hold, and split into two. The deep suture was therefore compromised, and a change of thread was necessary. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: -were there patient consequences? If yes, please explain. At the time of tying the deep suture knot, the thread 'snapped'; it was brittle, leading to the possibility of thread residue in the wound. -if so, which ones and how were they treated? The 'broken' thread was removed and replaced with another thread. - is this device or samples available for product analysis? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 investigation findings: c22 - photo review. Investigation summary : this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a combination of needle/suture next to a severely damaged segment of suture. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.